Event description:
It was reported that the customer checked chemotherapy on pt in the morning and at change of shift. It was found that the chemotherapy did not infuse "12 times". The customer changed pumps with chemotherapy infusing with the new pump.

Manufacturer narrative:
(B)(4). Sigma was unaware of this incident prior to the receipt of the medwatch (B)(4) on (B)(6) 2011. A comprehensive device failure investigation cannot be performed because the customer returned the pump to sigma under recall 1314492-4/5/11-001r and was refurbished prior to our awareness of the reported event. The device history record was reviewed and no anomalies were found related to this complaint.